Event description:
It was reported that during treatment a white smoke started coming out of the pump, so they took it out of the room, after that, the pump presented an explosion that was controlled using a fire extinguisher. Before the event, the pump had not presented overheating, or any similar problem. The patient and nurse suffered no harm or injury and the treatment was continued with another renasys go pump.

Manufacturer narrative:
It was reported that the renasys touch device, ktah170178 was being used to perform negative pressure wound therapy. During treatment, white smoke was seen to be coming from the device which was moved out of the room following this it was reported that it exploded and caught fire. A fire extinguisher was used to put out the fire, with no injury or harm reported. The device has been returned and evaluated, establishing a relationship with the complaint reported. The device was found to have caught fire, therefore no functional assessment was possible. However, the visual assessment was able to establish that the fire originated from the re-chargeable battery, not from the renasys touch device itself. The investigation, including review directly with the battery manufacturer, has determined that there are two potential causes as to why the battery cells could have caught fire. 1. The battery was heated externally to its ignition point. However it is virtually impossible to achieve the temperature to create this. A. The environment in which the procedure was being conducted, would not be an area that is subject to extreme temperature rises. B. Not all the cells overheated to the point that they set on fire. If the root cause was external overheating it is very likely that all the cells would have demonstrated the same behavior. 2. That the battery cells were physically damaged, which could cause an internal short. This has been determined as the most likely cause of failure. With the battery destroyed in the event, it is impossible to determine the form of this damage or what may have caused the damage. A complaint history review has been conducted of all complaints relating to overheating, electrical issues, or damage. The devices that have been evaluated in relation to these complaints have all functioned within expected parameters. There have been no other instances of fire or fire damage reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. As there was no user or patient injury reported, clinical and medical investigation has determined that no further assessments are warranted at this time. A risk management review conducted has found that this failure mode is recorded with regards to fire due to damaged battery. No additions are required as a result of this complaint. The instructions for use have been reviewed, these highlight specific guidance on the charging of the device and cautions relating to battery safety. Caution statements 1. All assembly, operation, adjustment, maintenance and/or repair should be carried out by qualified personnel authorized by smith & nephew. 2. No modification of this equipment is allowed. 3. If device is damaged, the performance could be affected; do not use device. Contact your smith & nephew authorized representative. 4. Use only ac power cord provided with device to prevent potential for electrical shock hazard. 5. If power cord is damaged, wires are frayed or exposed, do not use power cord; use device's battery power. 6. When necessary, device may be isolated from ac supply mains by removing the detachable ac power cord. 7. The electrical installation of the room must comply with appropriate electrical wiring standards. 8. The product must be used in accordance with this user manual and all applicable labeling. Battery cautions 1. This product contains a lithium ion battery that is not serviceable by the user. 2. Recharging of battery should only be done using a smith & nephew approved charger specifically designed for use with this product. 3. Follow local guidelines and battery label for proper disposal. 4. Improper disposal of lithium ion battery may result in fire, explosion and burns. 5. Do not puncture, crush, incinerate or expose battery to temperatures exceeding 100°c. 6. Handle damaged or leaking batteries with caution to avoid injury 7. Failure to comply with these conditions will void any pertinent warranties in conclusion, the investigation is now complete and has been recorded as battery failure. Product failures are constantly monitored. At this time, no preventative or corrective actions are deemed necessary in relation to this complaint. In parallel, we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to shipment. By acknowledging and investigating your complaint, this collaboration enables our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.